Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and dental caries ('dental cavities') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dental caries (seriousness criterion medically significant), gingival disorder ("gum eacay") and hyperaesthesia teeth ("tooth sensitivity"). The patient was treated with surgery (root canal and tooth extraction and to remove essure). Essure was removed. At the time of the report, the medical device removal, dental caries, gingival disorder and hyperaesthesia teeth outcome was unknown. The reporter considered dental caries, gingival disorder, hyperaesthesia teeth and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and dental caries ('dental cavities') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dental caries (seriousness criterion medically significant), gingival disorder ("gum decay") and hyperaesthesia teeth ("tooth sensitivity"). The patient was treated with surgery (root canal and tooth extraction and to remove essure). Essure was removed. At the time of the report, the medical device removal, dental caries, gingival disorder and hyperaesthesia teeth outcome was unknown. The reporter considered dental caries, gingival disorder, hyperaesthesia teeth and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.